Event description:
It was reported that the catheter's central lumen clotted off a few minutes after insertion. The waveform was lost, and the physician was unable to aspirate. The iab was removed and replaced without any complications.